Manufacturer narrative:
(B)(4). 2.5mm pin; item#47430902501; lot#65316316. 2.5mm drill; item#47430904601; lot# 65267716. Base plate uncemented 20 mm post length; item#00436202000; lot#65573330. Anatomical shoulder reverse, screw system, 4.5-24; item#0104223024; lot#3058537. Anatomical shoulder reverse, screw system, 4.5-30; item#0104223030; lot#3099441. Glenosphere centric 40 mm diameter +3 mm lateral offset; item# 00436304000; lot#00436304000. Anatomical shoulder reverse, humeral cup, retro; item#0104223100; lot# 3072957. Anatomical shoulder reverse, humeral insert, pe, 40-3; item#0104223403 lot#2967683. Anatomical shoulder, humeral stem, uncemented, 10.5, 100 mm; item#0104201103; lot#3075327. The complained product was received and the reported event could be confirmed. The trial has fractured and there are very evident signs of wear, scratches and damages all around the instrument. Review of the device history records identified no deviations or anomalies during manufacturing. It is likely that the device fractured due to continued wear and tear throughout the years since its manufactured date of 2006. However, based on the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that device broken during the surgery and no further outcome.